Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the 8mm maryland bipolar forceps (mbf) instrument sparked. The site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The site replaced the mbf instrument twice to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arc grounded between jaws when the surgeon was cauterizing. Site used vio3 bipolar cut. The instrument was connected properly. When arcing event occurred, the instrument tip was in contact with the tissue. The instrument did not touch any staples, clips or sutures while energized. There was no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event. There was a second spark, but the instrument was not damaged; therefore, the instrument would not be returned.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting at the grip base between the grips the instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test.